Manufacturer narrative:
Date of event was approximated to (B)(6) 2015, implant procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implanting facility is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during an obtryx tape insertion, perineorrhaphy and cystoscopy procedure performed on (B)(6) 2015 for the treatment of stress incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury.